Event description:
It was reported that the intra-aortic balloon (iab) was found to have a balloon ruptured and blood was noted in the tubing. As a result, the iab was removed and a second attempt was made at the procedure with a new iab successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the complaint was reopened to investigate the device that was returned to teleflex for investigation. The reported complaint of blood in the helium pathway is confirmed. Numerous punctures to the bladder, consistent with contact from a sharp object, were found near the proximal end of the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause of how the catheter came into contact with a sharp object is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was found to have a balloon ruptured and blood was noted in the tubing. As a result, the iab was removed and a second attempt was made at the procedure with a new iab successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was found to have a balloon ruptured and blood was noted in the tubing. As a result, the iab was removed and a second attempt was made at the procedure with a new iab successfully. There was no report of patient complications, serious injury or death.